Manufacturer narrative:
H.6. Investigation: it was reported the tip of the flush was broken. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe out of the packaging flow wrap with the luer lock broken off. A device history record review was completed for provided material number 306595, lot number 0302927. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. As a physical sample was unavailable for return, a probable root cause could no be offered. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that syringe 10ml saline fill china sp tip was broken. The following information was provided by the initial reporter: flush--before use, it found that the tip of the flush was broken in department (gynecology 1).

Manufacturer narrative:
Investigation summary: it was reported the tip of the flush was broken. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe out of the packaging flow wrap with the luer lock broken off. A device history record review was completed for provided material number 306595, lot number 0302927. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. As a physical sample was unavailable for return, a probable root cause could no be offered. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: with no actual sample analysis a probable root cause could not be offered. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml saline fill china sp tip was broken. The following information was provided by the initial reporter: flush--before use, it found that the tip of the flush was broken in department (gynecology 1).